Manufacturer narrative:
Lot number - either of the following finished good batches (25258021, or 25258023). Device evaluated by MFR.: the product return contained an angiojet solent omni. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The supply line shaft multiple bends and kinks on the catheter shaft and supply line. In addition to the bends and kinks observed, a shaft and hypotube break was observed 86 cm from the tip. A functional test could not be performed due to the severe damage on the hypotube and shaft and no pressure reading could be reported.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that failure to prime occurred. An angiojet solent omni was advanced for treatment. During preparation, the priming stopped at the twelfth second and the screen could not show the image. The catheter was replaced with another of the same device but when thrombectomy was performed, there was a large amount of blood leaking from the connector and catheter could not be used. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.